Event description:
I hope this letter finds you well. I am writing to formally express my concerns regarding my recent experience at (B)(6) where I received a thermage treatment. Unfortunately, I encountered several issues during the procedure, which I believe were handled poorly and lacked the transparency I expect from a professional clinic. I would like to address these concerns in the hope of finding a fair and reasonable resolution. During the procedure, I noticed that the staff was speaking in korean, and I overheard them discussing something about the thermage pad. I became concerned and directly asked if there was an issue with the pad. Despite my inquiry, I was told that there was no problem with the equipment. However, it became clear later that the pad was malfunctioning, which likely compromised the effectiveness of the treatment. I am disappointed that the clinic did not inform me about the malfunction at the time, especially given that I specifically asked about it. Had I known about the issue, I would have expected a clear explanation and potentially a different course of action, such as rescheduling the treatment or a refund. At the conclusion of my thermage treatment, I was informed that additional services, namely the oligio and a laser treatment, would be provided. The staff did not explain why these services were being provided or what their purpose was, but rather simply stated that they were a "service." I was left feeling uncertain about why these treatments were being administered at no charge and whether this was an attempt to make up for the malfunctioning thermage pad or some other issue.